Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter inside of its bladder. This was identified after the device was filled with ceftazidime and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from july 17, 2014 to july 18, 2014. Evaluation summary: the evaluation of the returned device is complete. A visual inspection was performed and identified a white particle, measuring approximately 1.47 mm in size, floating in the fluid within the reservoir. The reported condition was verified. Fourier transform infrared spectroscopy determined the particle to be acrylic material. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. This issue is currently being addressed through a CAPA. Should additional relevant information become available, a supplemental report will be submitted.